Event description:
(B)(6) clinical study. It was reported subsequent to coronary stenting procedure, a st elevation myocardial infraction and jailing of 1st diagonal occurred. The patient was diagnosed with stable angina on (B)(6) 2010 and underwent cardiac catheterization. It revealed 2 target lesions were target lesion 1 is a 70% stenosed de-novo lesion (per source:75%) located in the mid left anterior descending(lad) artery with a reference vessel diameter of 2.75mm and length of 30mm. The lesion was treated with direct stent placement using a 2.75 x 32 mm taxus liberte stent, with 9% residual stenosis. The second was 70% stenosed de-novo lesion located in the 1st obtuse marginalis (om) with a reference vessel diameter of 25mm and length of 10 mm. The lesion was treated with direct stent placement using a 2.50 x 12 mm taxus liberte stent, with 9% residual stenosis. The subject was discharged on the same day on aspirin and prasagurel. In (B)(6) 2013, the patient returned with chest pain, shortness of breath and diaphoresis and was hospitalized on the same day. Cardiac catheterization revealed stents in its proximal segment of lad jails to 1st diagonal. No intervention was recommended and was managed medically. Two days post hospitalization the event was considered resolved without residual effects and was discharged on the same day on plavix and aspirin.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).